Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/17/2017 with the following findings: the battery compartment was cracked below the bumper pad. Unrelated to the issue, the audio bolus button cover was torn/punctured which caused the audio bolus button to not function. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked. This report is made based on results of investigation completed on 02/17/2017.